Manufacturer narrative:
Batch review performed on 18 september 2018. Lot 177687: (B)(4) items manufactured and released on 09 april 2018. Expiration date: 2023-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/d, reference 01.32.3241hct (k103721). Lot 179180: (B)(4) items manufactured and released on 17 april 2018 expiration date: 2023-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon performed an I&d and revised successfully the head and the liner for an infection case. The surgery was completed successfully.pathogen is not available.